Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference numbers:2017865-2021-25971. It was reported that the patient presented in clinic. Upon interrogation, it was discovered that the patient's implantable cardioverter defibrillator (ICD) was inappropriately in back-up operation and exhibited under-sensing, and their atrial lead failed to capture and sense. An x-ray was performed which revealed that the atrial lead was dislodged. The physician explanted and replaced the lead. The patient status was listed as stable.